Manufacturer narrative:
H3: there was only trivantage tube returned in a large plastic sleeve. There was a sticky residue observed on the tube and voids were observed in all 4 trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 27.2 ohms (blue), 23.5 ohms (blue with white stripe), 15.6 ohms (red), and 32.6 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. All 4 silver traces were manipulated and bent to the 90° position and resulted in passing. There was no reading issues recorded during the electrical/functional testing of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the device self-test failed during the operation and the intraoperative monitoring had no response. Procedure was completed with back-up product. There was no patient impact.